Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating and burned the patient's lip. The burn was 6mm x 3mm on the right upper lip across the vermillion border. It was a second degree burn with no blister into the dermal layer. The patient was treated with bacitracin ointment. Also the patient was ordered to stay out of the sun. The medical intervention was to prevent infection, keep the wound moisten and prevent hyperpigmentosis. The patient was examined two weeks following the event, and it was reported that there was no indication of infection, but may leave a cosmetic defect. The procedure was completed with no delay, and no further adverse consequences reported.